Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 82 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿permanent his-bundle pacing using stylet-directed, active-fixation leads placed via coronary sinus sheaths compared to conventional lumen-less system.¿ heart rhythm. 2019; 16(12):1825-1831. Doi: 10.1016/j.hrthm.2019.08.017. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding lumen-less leads placed via the coronary sinus sheaths. Of note, multiple patients, multiple methods, and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article reported that there was one (1) patient whose lead/sheath could not capture the his bundle; subsequently a different delivery catheter was used with success. There was also one (1) patient whose lead had dislodged, and one (1) patient who experienced exit block. The status/location of the leads/catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.